Event description:
The customer reported that the mx450 monitor had no sound. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Event description:
The customer reported that the mx450 monitor had no sound. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.